Manufacturer narrative:
H10: the date returned to manufacturer was june 28, 2019. The complaint of leakage on the cl-80s chemolock vial spike could not be confirmed. The balloon of the vial spike was completely detached from the balloon nest when received. When and how the balloon was detached is unknown. The returned cl-80s chemolock vial spike was tested per product specification. The cl-80s was infused and aspirated multiple times with no observed leaks and no resistances. The device history review (DHR) could not be completed since no lot number was provided.

Manufacturer narrative:
The device is expected to return to the manufacturer for testing and investigation. The device has not yet been received.

Event description:
The event involved a report of a leak of chemotherapy from the chemolock vial spike. The medication that was reported to be leaking was cyclophosphamide.